Manufacturer narrative:
Arjo was informed about an situation involving enterprise 9000x bed. It was found that the bed moved to another direction than the intended one, when the button was pressed to either raise or lower the knees section of the bed, the backrest also raised and/or lowered in sync with the knees. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The evaluation of the involved device was carried out by arjo representative. After replacement of the control box (part number (B)(6)) all functions of the claimed bed were working correctly. Based on analysis of the previous incidents, it was established that the reported symptom is possible to occur due to signal comes from an incorrectly plugged cable to the control box. As the device was repaired by replacement of the control box, it was impossible to verify which of cables was incorrectly plugged and establish the root cause. To sum up, it was reported that the enterprise 9000x bed did not meet its performance specifications because the bed platform moved in another direction than the expected one. While the issue occurred the bed was not being used. The complaint was decided to be reportable, in abundance of caution although no adverse outcome occurred.

Event description:
Arjo was informed about an situation involving enterprise 9000x bed. It was found that the bed moved to another direction than the intended one, when the button was pressed to either raise or lower the knees section of the bed, the backrest also raised and/or lowered in sync with the knees. There was no indication regarding patient involvement. No injury nor other medical consequences reported.